Manufacturer narrative:
A patient had a lead replacement was reported to abbott. It was determined that during the lead replacement of two other leads, the right t12 lead was dislodged so the physician replaced it with a new lead. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-17218. It was reported that during the patients lead revision (related manufacturer reference number: 1627487-2021-17214) the physician inadvertently pulled the wrong t12 lead out of the epidural space. As a result, this lead was explanted and replaced. Note: both of the patients t12 leads are being reported as it is unknown which lead was affected.